Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 496mg/dl and the doctor wants to be disconnected from the insulin pump for three days. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found a no delivery alarm. The caller stated that the drive support cap appears normal. When they received the tubing clamp the father called back to perform the high pressure test and passed. During troubleshooting the insulin pump alarmed no delivery. Instructed the mother to remove the cannula and it was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.